Event description:
It was reported that the handles of the chair broke as the end user was being pushed over a curb. She fell, hitting her head.

Manufacturer narrative:
The end user was being pushed over a curb when the handles of the transport chair broke and she fell backward, hitting her head. She was evaluated by her physician. No serious injury was reported. We are waiting for the sample to identify a root cause and determine if any corrective actions need to be taken. Due to the reported incident, this medwatch is being filed.